Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error, failed battery and off no power alarm. The customer's blood glucose level was 219 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to perform operating currents, self-test and displacement test or verify motor error, battery out limit, failed battery test, low battery alarms due to blank display. Motor passed motor test.